Event description:
(B)(6) in tech states the caller stated gets a 0700 and 0701 fault, and chair did not want to turn off once powered on, indicate joystick damage or the overlay. Caller disconnected . The caller has no further information to provide.